Manufacturer narrative:
The lens was inserted and removed in the same procedure. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion of a ar40e 18.5 diopter intraocular lens (iol) into the patient''s left eye, the haptic broke off in the inserter and caused pain and bleeding, which resulted in the inability to have another lens implanted. Reportedly, the patient left aphakic and will follow up with the doctor to discuss the next plan of action. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 9/18/2017, device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer and the sample was evaluated and it was observed with the haptics detached. The complaint reported was confirmed. However, dimensional measurements (loop thickness, drill hole and optic diameter) were taken to the lens and lens haptic to address the complaint issue reported. Loop thickness and optic diameter measurements were found within specifications. The drill hole diameter measure was found within specifications. All pertinent information available to abbott medical optics has been submitted.